Event description:
While using a byte day aligner, patient reported that the replacement aligners they received has a ridge on them that is cutting his tongue. Patient has tried to file it down but has been unable to do so. We believe that these aligners are a possible manufacturer error. The replacement aligners are from a different manufacture facility then the previous aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.